Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that while in AED mode the heartstart xl+ was slow to identify when a shock was advised. The customer had the defibrillator attached to a simulator and was using the device in a training environment. The simulator was sent to a shockable rhythm, but the xl+ stated no shock advised, before reanalyzing the rhythm and stating shock advised. The customer was concerned in the delay in analysis. There is no indication of patient involvement as the device was being used on a mannequin in a training environment.

Event description:
The customer reported that while in AED mode the heartstart xl+ was slow to identify when a shock was advised. The customer had the defibrillator attached to a simulator and was using the device in a training environment. The simulator was sent to a shockable rhythm, but the xl+ stated no shock advised, before reanalyzing the rhythm and stating shock advised. The customer was concerned in the delay in analysis. There is no indication of patient involvement.